Manufacturer narrative:
D4: UDI (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : other - device not returned; single use device.

Event description:
Consumer reported reagent exposure to the eyes upon opening of the solution with binaxnow coivd-19 self-test performed on (B)(6) 2023. The consumer confirmed there was no injury or harm due to the exposure. No additional information, including patient outcome or treatment, was provided.

Manufacturer narrative:
D4: UDI (B)(4). A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.please see field for corrections: b5 h3 other text : other - device not returned; single use device

Event description:
Consumer reported reagent exposure to the eyes upon opening of the solution with binaxnow coivd-19 self-test performed on (B)(6)2023. The consumer confirmed there was no injury or harm due to the exposure. No additional information was provided.